Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that when they had to turn the stimulator ¿way down when she lays down like if she needs an x-ray it just sets her off real bad so I had to turn it way down.¿ after further clarification the patient would only feel increased stimulation when she would lie on a hard surface such as an x-ray table. If stimulation was decreased before the x-ray she would be fine. It was reported that it was like this since implant. It was also reported that the patient felt a shocking or jolting sensation which occurred when the patient would lie down on a something hard which had been occurring since implant.